Event description:
The customer reported that the ac power module failed.

Manufacturer narrative:
The customer reported that the ac power module failed. The customer had evaluated the device and localized the issue to the power module. The philips response center staff provided the part ID and ordering information to the customer. We are considering this a malfunction of the ac power module.